Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389-28, lot# va1hhmg, implanted: (B)(6) 2017, product type: lead. Product ID: 3389, product type: lead. Product ID: 3389, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted with the dbs system about 1 year prior. The patient has not experienced effective therapy since the beginning of therapy. At a follow up the physician prescribed an x-ray and found that the lead was not exactly implanted in the subthalamic nucleus (stn). The physician decided to implant a new lead, without removal of the first. The impedance measured high on multiple contacts of the new lead. During the same follow up the physician found high impedance on the left lead, on contact #3. There is no action planned for that lead. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the serial/lot numbers of the leads are not known. It was reiterated that the patient has three leads implanted, two on the right side and one on the left. The patient's hcp has not decided if they will explant the third out of use lead at this time. The cause of the high impedance was not determined, but impedance is getting lower. Impedance measurements are not between 2000 and 3000 ohms. The patient is receiving effective therapy. No further actions or interventions have been planned or taken.